Event description:
(B)(4). Per independent repair center statement, the unit was alarming or red light. The key failure was 4 way valve was stuck for the valve was returned for replacement. Additional malfunctions were the operative valve not shifting was replaced, the power switch short circuit it was replaced, the fan mounts on fan was loud it was replaced, the zip ties on the tubing was leaking and was replaced, and the clamps on tubing was leaking and was replaced.